Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with two sensors. The first sensor was missing the electrode. The second sensor did not want to start at all. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the needle complaint due to the needle not being returned. Also found one of two sensor cannulas lightly retracted inside the sensor base.